Event description:
A malfunction was reported with a pump, and a notable event had occurred prior to this issue. The customer's blood glucose level exceeded a certain threshold as a result. Although the pump displayed a resettable malfunction code, it recurred after attempts to reset. Consequently, technical support provided pump reset information and assisted in the pump reset but eventually decided to replace the pump to resolve the issue.